Event description:
The customer reported that the system would randomly display a collimator iris error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative reseated the cables and connectors at the collimator. The system was tested and found to be working as intended and put back in service.